Manufacturer narrative:
The batteries & main power switch were returned to the factory for analysis. The e-lab was unable to reproduce the reported problem, their findings were documented in evr-19970833. Service history has not shown a reoccurrence of the reported event. The root cause of the issue could not be determined. This is believed to be an isolated event, or may have been initiated through an action of the user. No further action for this complaint is planned.

Event description:
The service report states that the customer reported that the loss-of-power alarm failed to activate. The nellcor puritan-bennett customer support engineer (npb cse) verified the reported problem. The npb cse replaced the batteries and main power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.